Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had multiple no delivery and a keypad anomaly the customer¿s blood glucose was 515 mg/dl at the time of incident. The customer reported that they treated the high blood glucose with the insulin pump and with manual injection. Customer stated that the insulin pump alarmed no delivery during bolus delivery. Customer stated that the infusion set cannula was slightly bent. Customer also reported to have experienced a high blood glucose of 515 mg/dl and treated with insulin pump. Customer also reported low blood glucose events with 32 mg/dl to 34 mg/dl readings. Customer treated with food for the low blood glucose. No high or low blood glucose troubleshooting was performed. Customer reported keypad anomaly and the act button was hard to press. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device had no button error alarm noted. The device was received with no button response due to unlocked button keypad connector. Unable to perform functional test due to keypad anomaly. We were unable to verify excessive no delivery due to keypad anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.